Event description:
It was reported the insulin pump was cracked around the display window. Customer declined to provide blood glucose level. No further information reported.

Manufacturer narrative:
(B)(4). The insulin pump unit received with cracked case at display window corners and reservoir tube. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.